Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the cap did not fire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the suture was broken and it had seven knots. The slack was taken up, and the handle had evidence that the loop was secured to the post. On the other hand, it was found that the teeth were damaged. Additionally, the ligator housing was returned without any band attached to it. Also, two bands were returned in the ligator tub, and they were found in good condition. No other problems with the device were noted. The reported event of band unable to deploy was confirmed. It was found that the teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force, causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and affecting the functionality of the handle when deploying the bands. Additionally, the device was returned with the suture broken; however, this most likely occurred when the physician removed the device from the scope. Therefore, the most probable root cause assigned is adverse event related to procedure. Block h11: block d2a (common device name) has been corrected.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the cap did not fire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.